Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a leveen coaccess electrode was opened during a renal radiofrequency ablation (rfa) procedure performed on (B)(6) 2013. According to the complainant, when the device was removed from the package, the tines were noted to be crossed over each other, and were unevenly spaced. The procedure was completed with another leveen coaccess electrode. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation on (B)(4) 2013 that a leveen coaccess electrode was opened during a renal radiofrequency ablation (rfa) procedure performed on (B)(6) 2013. According to the complainant, when the device was removed from the package, the tines were noted to be crossed over each other, and were unevenly spaced. The procedure was completed with another leveen coaccess electrode. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Investigation results: visual evaluation of the complaint device found the array to be fully retracted and no visible issues were noted to the cannula. A functional evaluation found the array to extend and retract without issue; however the tines were found to be un-evenly spaced and slightly bent. The complaint was confirmed. The complaint was caused by handling of the device or portion of the device without direct patient contact either during unpacking, preparation, or shipping. Therefore, the most probable root cause is handling damage. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Manufacturer narrative:
It was reported the patient is over 18 years. (B)(4) for the reported event: electrode tines bent. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.